Event description:
The information received indicated that a percutaneous transluminal renal angioplasty (ptra) procedure related to stent grafting of a 90% stenosis in the right renal artery was performed. The target lesion was not calcified or tortuous. The palmaz sds was advanced through a 6f ansel guiding catheter, but the guiding catheter could not be manipulated successfully. While a second attempt was made, the stent was dislodged and fell in the guiding catheter. The complaint product was used only once. It was never re-inserted in the patient. The stent and stent delivery system (sds) were removed with the guiding catheter as one unit. A 7mm express (boston scientific) was used, but could not be placed successfully. The next day, a palmaz genesis of unknown catalog and lot number was placed successfully and the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
It was reported that during manipulation of the non-cordis guiding catheter the palmaz stent dislodged from the powerflex plus delivery system and came off in the guiding catheter. The stent and stent delivery system were removed with the guiding catheter as one unit. There was no adverse consequence to the patient. The information received indicated that a percutaneous transluminal renal angioplasty (ptra) procedure related to stent grafting of a 90% stenosis in the right renal artery was performed. The target lesion was not calcified or tortuous. The palmaz sds was advanced through a 6f ansel guiding catheter, but the guiding catheter could not be manipulated successfully. While a second attempt was made, the stent was dislodged and fell in the guiding catheter. There further information available regarding the manipulations of the guiding catheter. The complaint product was used only once. It was never re-inserted in the patient. The stent and stent delivery system (sds) were removed with the guiding catheter as one unit. A 7mm express (boston scientific) was used, but could not be placed successfully. The next day, a palmaz genesis of unknown catalog and lot number was placed successfully and the procedure was completed. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1108222 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No unit was rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot r1108222. (B)(4). It was observed during review that no nonconformance records were issued for this lot. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. Based on the report that the palmaz stent dislodged within the guiding catheter when additional manipulation of the guiding catheter was performed, it appears that clinical factors including vessel characteristics, interaction with concomitant device, and device manipulation may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.